Event description:
Patient reports she has been hospitalized for 7 days. States foley catheter was not draining and was treated for urinary tract infection with IV antibiotics. States she is now in rehabilitation facility, also states she does not like glatopa and liked copaxone better.